Manufacturer narrative:
(B)(4). The manufacturing location was unknown. Device manufacture date is unknown. (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to false and defective manufacturing/process error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the power module device control unit was defective and not functioning. It was further noted that the battery could not be charged during the initial charge and failed pre-test for self test, charging and checking of power module in charger and function test, saw test. This event did not occur during surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
(B)(4). The device manufacture date was documented as unknown in the initial report. It has been updated to march 24, 2017. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional information: the actual device was further evaluated. During investigation, it was found that the power module had no function, control unit was defective and had triggered the fuse of the battery. It was also noted that the device had signs of residual liquid. It was also determined that the 2 field affect transistors (q7 and q8) were defective. The field effect transistors (fet) are used for the gate driver which supply the motor with power. These defective components caused the short circuit on the battery contacts. It was also noted that the internal memory of the control unit could not be read out since it was completely empty. Correction: the assignable root cause was documented as manufacturing process error in the initial report. It has been updated to undetermined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.